Event description:
A review of the stored egms revealed noise on the ventricular sense/pace channel. In addition to the noise a decrease on the r-wave amplitude was noted. It was suspected that the noise was caused by a lead fracture or insulation issue. Several inappropriate shocks were delivered. The lead was replaced.

Manufacturer narrative:
Na